Event description:
The facility representative reported a flo-gard infusion pump with an unknown problem. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no information regarding patient involvement; however, no patient injury or medical intervention was reported to have occurred. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an unknown problem was confirmed by quality engineering. A review of the service evaluation has determined that the device would not turn on due to a damaged power supply, thus confirming the reported condition. The power supply was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.